Event description:
It was reported that this electrode exhibited a gradual rise in shock impedance measurement from approximately 65 ohms at implant to now being around 150 ohms. The patient was noted to be obese and x-ray imaging was performed to check the integrity of the system. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. The patient kept the explanted system, and it is not expected to be returned back to boston scientific at this time.